Manufacturer narrative:
Additional information : the device was manufactured between december 23, 2018 - december 24, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch report number: mw5087442. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bag leaked at the port. The event occurred before patient use. There was no patient involvement. No additional information is available.